Event description:
It was reported that a diabetic patient receiving v.a.c. Therapy for a foot wound went to the emergency room with a swollen foot. The physician allegedly found a piece of white foam that was left in the wound.

Manufacturer narrative:
Additional information indicates that the physician feels that the white foam in the tunnel may have been from the first dressing application. The patient generated an excellent wound healing response and the foam embedded. The health care provider further indicates that the patient had a transmetatarsal amputation and the foam was not noticed. The patient returned to the wound care clinic with a "hot foot". It was surgically explored and the foam was removed. V.a.c. Therapy was reapplied and the patient's wound went on to heal.